Event description:
Event description cpi received information that this endotak dsp transvenous defibrillation lead exhibited less than 10 ohms of shocking impedance. The lead and implantable cardioverter defibrillator (ICD) were removed from service.